Manufacturer narrative:
Approximate age of device- 9 months, 28 days (calculated from manufacturing date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient exchanged system controller on (B)(6) 2019 due to reports of the controller being extremely hot with elevated power and flow readings.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller becoming hot was not confirmed. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was connected to a mock circulatory loop for to test for temperature elevations, and the maximum temperature did not exceed device specifications. Three log files were obtained from controller (two submitted and one downloaded during testing). The data in the log files partially overlapped. The log files contained approximately 34 days of data combined ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). Elevations in pump power and flow captured in the log file are addressed via (B)(4). No notable alarms were captured in the log file. The root cause of the reported event could not be conclusively determined through this analysis.